Manufacturer narrative:
Investigation of the reported event is in process. The device is being returned for evaluation. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure, the centra biopsy forceps were taking "larger than anticipated bites". User facility personnel utilized clips at the sites where the forceps were used.